Event description:
The physician intended to implant an endeavor sprint drug-eluting stent to treat a lesion in the lad with approximately 80% stenosis, moderate tortuosity and calcification and the vessel was reported to be ¿curly and difficult¿. It was also reported that the physician could not perform pre-dilation with a balloon on the patient. Resistance was noted advancing the stent to the target lesion and force was used to advance the device to the target lesion. It was reported that the endeavor sprint stent was not implanted as it was observed to be damaged. Patient status post procedure was good and no clinical sequelae were reported. Device evaluation: the hypotube was kinked 66.0cm distal to the strain relief. The first seven proximal segments and the first six distal segments were intact. The remaining segments were stretched, bunched and deformed.

Manufacturer narrative:
Results: failure to deliver stent and stent deformation; patient lesion morphology, 80% stenosis, moderate tortuosity and calcification and vessel reported to be ¿curly and difficult¿; force used. Conclusion: patient lesion morphology, 80% stenosis, moderate tortuosity and calcification and vessel reported to be ¿curly and difficult¿; failure to deliver stent and stent deformation; force used. (B)(4).